Manufacturer narrative:
(B)(4). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The target lesion was located in the severely tortuous and severely calcified mid circumflex (cx). The physician predilated four times with an unspecified balloon, then advanced the 16mm x 3.50mm ion stent delivery system (sds) however the device was unable to cross the lesion. The device was removed from the patient and it was noticed that the stent struts were flared. The procedure was completed with a different device. No complications were reported and the patient's current condition is fine.